Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colorectal surgery, the staple was able to cut but did not deployed staples. Surgical incision was extended more than once inch and the procedure was extended for one hour and 30 minutes due to the product problem.